Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On saturday the (B)(6) 2023, the patient was not feeling well. The cgm reading was low and the patient self-treated several times with juice during a period of 1 hour on saturday and then more juice on sunday. On (B)(6) 2023, the parent took the measurements and the cgm reading was low and the blood glucose reading was 500 mg/dl. The patient was taken to the hospital and treated there with IV fluids (2 litres), zofran (anti-nausea medication) and novolog insulin trough pump. The patient was discharged the same day around 4:00 pm. At the time of the event the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.